Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and to correct b1/h6 (conclusions). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the charge-coupled device (ccd) unit broke while the user was handling the device, which led to the loss of image and displayed error message (e216). The event can be detected by following the instructions for use (IFU) which state: ¿·inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
As reported for this event by the customer, during reprocessing, it was observed that an e216 scope communication error message was received for the device. There was a blackout screen when the device was angulated. There is no patient involvement. The intended procedure was completed with another similar device without any delay.

Manufacturer narrative:
Full name of the facility is (B)(6) hospital. This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. The device has been repaired twice in the past year, once in (B)(6) 2022 and then again in (B)(6) 2022 upon inspection and testing, it was observed that when the device was started and angulated, an e216 scope communication error message was received for the device with a black screen. This is attribute to the worn red charge couple device (ccd) line in the bending tube about 20 mm from the distal end. Other observations for the device: there is no leak present in the device. No abnormality was found in the device appearance, including appearance of insertion section and bending section. The insertion section was free of dents. There was no water invasion, and bending tube was in a good condition. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.